Manufacturer narrative:
The lead was returned and visual examinations revealed no anomalies. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up visit at the clinic with an infection at the implanted device pocket site. The physician elected to explant the pacemaker, right ventricular (rv) lead, and right ventricular left bundle branch pacing (rvlbp) lead. The pacemaker and rv lead were replaced on (B)(6) 2026. The patient remained in stable condition.